Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6). Batch: 7087604 UDI: (B)(4). Brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6). Batch: 7087621 UDI: (B)(4). Brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6). Batch: 7087609 UDI: (B)(4). Brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6). Batch: 7087807 UDI: (B)(4). Brand name: clik x MRI anchor model: sc-4319 serial: n/a batch: 35562807 UDI: (B)(4). Brand name: clik x MRI anchor model: sc-4319 serial: n/a batch: 35674805 UDI: (B)(4).

Event description:
It was reported by the patient that he experienced continuous drooling and claimed left facial paralysis. The patient contacted the hospital and was advised to contact the patients physician. The causal relationship with spinal cord stimulation (scs) is unknown; however, as a precaution, guidance was given to reduce the stimulation or turn off the stimulation. The devices remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6) batch: 7087604 UDI: (B)(4). Brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6) batch: 7087621 UDI: (B)(4). Brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6) batch: 7087609 UDI: (B)(4). Brand name: avista MRI perc lead kit 56 cm model: sc-2408-56 serial: (B)(6) batch: 7087807 UDI: (B)(4).

Event description:
It was reported by the patient that he experienced continuous drooling and claimed left facial paralysis. The patient contacted the hospital and was advised to contact their physician. The causal relationship with spinal cord stimulation (scs) is unknown; however, as a precaution, guidance was provided to reduce stimulation from the remote or turn off the stimulation. The devices remain implanted.